Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal resistance occurred. The lesions being treated were located in the 80% stenosed mid circumflex (cx) artery and the 70% stenosed proximal to mid cx. The lesion was predilated using a 2.50x20mm maverick balloon, inflated multiple times. A 2.50x12mm taxus liberte drug eluting stent (des) was advanced to the mid cx and deployed at 11 atm for 25 seconds. The stent delivery balloon was inflated again at 15 atm for 16 seconds. The physician experienced severe withdrawal resistance while trying to remove the stent delivery system (sds), however, the physician was able to successfully remove the device by pulling it out and no additional intervention was required. A 3.0x24mm taxus liberte stent was deployed in the proximal to mid cx at 9 atm for 22 seconds. No pt complications were reported with the pt's current condition listed as "okay". Medications received included aspirin, angiomax, nitroglycerin and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.